Event description:
It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. The patient received another inappropriate shock. Later, the system was explanted and replaced. There were no additional adverse patient effects. Update due to pg and electrode explant. The device is in CAPA-00005754 emblem sense b noise.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A corrective and preventive action (CAPA) investigation has been initiated to further evaluate this behavior and to determine if any corrective actions are warranted. Upon identification of a solution, it will be validated and implemented, as appropriate. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Manufacturer narrative:
A corrective and preventive action (CAPA) investigation has been initiated to further evaluate this behavior and to determine if any corrective actions are warranted. Upon identification of a solution, it will be validated and implemented, as appropriate. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Event description:
It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. The patient received another inappropriate shock. Later, the system was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
A corrective and preventive action (CAPA) investigation has been initiated to further evaluate this behavior and to determine if any corrective actions are warranted. Upon identification of a solution, it will be validated and implemented, as appropriate. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Event description:
This supplemental report is being filed to provide additional information regarding the patient receiving another inappropriate shock after the reprogramming. The device oversensed noise. Technical services recommended an x-ray. The system remains implanted. There were no adverse patient effects. This device is part of capa00005754 emblem sense b noise. It was reported that the patient had two separate inappropriate shock episodes due to oversensing of noise. During an office follow-up, the sensing vector was reprogrammed but the smart pass feature was found off after the programming. There were no additional adverse patient effects. The system remains implanted.